Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 3.00x32mm synergy¿ drug-eluting stent was advanced to treat the lesion but insertion resistance was encountered resulting to crossing difficulties. The device was removed; however, it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. A strut from the most proximal stent strut row was lifted from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 3.00x32mm synergy¿ drug-eluting stent was advanced to treat the lesion but insertion resistance was encountered resulting to crossing difficulties. The device was removed; however, it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported.